Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, therapy was restored post operatively.